Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an in.pact admiral device with a 7f sheath and non-mdt (cook) inflation device for treatment of a calcified lesion in the superficial femoral artery (sfa).the IFU was followed and the device prepped without issue. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It is reported that a longitudinal balloon burst occurred during the initial balloon inflation at a pressure of 8atms. It is reported all balloon fragments were retrieved. The procedure was completed using another drug coated balloon. No patient injury reported.